Event description:
It was reported that about 1 year after a drug eluting stenting treatment procedure, a thrombosis occurred. About one year ago the patient had a taxusw express2 3.0 x 16 mm drug eluting stent placed in the left anterior descending artery (lad). In 2005, the patient presented to the cath lab with an acute mi. The patient was complaining of chest pains and had st elevation. The patient was determined to have thrombosis in the taxus stent. The patient was adamant about taking plavix and aspirin and exercising. The physician successfully completed the procedure with a vision 3.5x23 mm stent. The patient current ef is 30% and is in stable condition in the ccu.